Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer had high blood glucose levels for a few days prior to being hospitalized. The customer changed the infusion set, but high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.